Manufacturer narrative:
The drill guide was returned to medtronic for evaluation. The returned drill guide had a bent tube not allowing the mating part to pass through. It was determined that there was a physical damage failure with the returned drill guide. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigated drill guide was damaged. This was found outside of surgery. There was no patient involved.